Manufacturer narrative:
Conclusion: scale was not zeroed properly.

Event description:
It was reported by service report that the alarm is not working. No pt involvement or adverse consequences are reported.